Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system gave several vacuum out of range low errors. Customer reported that the reagent and sample probe wash wells were both overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the low vacuum was due to a defective pump. The fse rebuilt the vacuum pump. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).